Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose levels read "high," but the specific value was unknown. The customer attempted to correct the high blood glucose level by administering a correction bolus via the pump. Reportedly, pump was replaced, and the customer continued to use the pump for insulin therapy.